Event description:
It was reported that during an interventional stenting procedure on (B)(6) 2012, in a 95% stenosed, moderately tortuous, right coronary artery, pre-dilatation was performed. The 2.5 x 12 mm xience v rx was advanced to the target vessel and the stent dislodged from the balloon. The stent delivery system was removed from the patient's anatomy without resistance. The physician advanced a 2.5 x 18 mm xience v rx device to the lesion and deployed the stent to crush the free floating stent into the vessel and treat the stenosis. There was no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The stent dislodgement was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.